Event description:
The nail broke at the lag screw nail interface. The patient was instructed to be full weight bearing 2 days prior to breakage.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail itself was not possible because it was not available. The returned x-rays show that the nail broke in its proximal hole after approx. 3 months. The reason for the nail breakage could not be determined based on the given information but the customer reported a non-union that most likely caused or contributed to the implant failure. Non-unions and are listed as adverse effects in the IFU. If other listed adverse effects, like postoperatively loads, poor bone quality, intra-operatively implant damages, etc. Did also contribute to the nail breakage could not be determined due to missing product and information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. H3 other text : device was not returned

Event description:
The nail broke at the lag screw nail interface. The patient was instructed to be full weight bearing 2 days prior to breakage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.